Event description:
A malfunction was reported with a code that was resettable. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information on how to reset the pump and assisted the customer with the process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to contact support again if the issue reappears.